Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative confirmed that the geocal and signature files were correct from the most recent calibration. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, an error message appeared in regards to the geocal file when starting up the imaging system. Restarting the imaging system restored functionality and the error message did not appear. There was no patient present when this issue was identified. No additional information was provided.